Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's active exhalation control module and sensor board were replaced to address the issues. The active exhalation control module and sensor board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failure was due to contamination of the air flow sensor (mt5). The root cause of the active exhalation control module was found to be the proportional valve would not completely open due to contamination.